Manufacturer narrative:
The remedial action was to replace the pendant, which had been damaged due to an unk cause. The e-mail that was sent to tmm stated they also had an issue with the pendants dragging on the ground, which would not have helped. Transmotion medical, inc is designing a new pendant to launch to improve overall durability/quality and to protect the internal printed circuit board/electronics. This solution is currently undergoing etl testing and will be in place in 2013 for production and service components.

Event description:
No injury reported. Submitting based on potential. (B)(6) of (B)(6) (surgery center) e-mailed tmm's sales rep stating that they were getting ready for an eye case, and the "tower" (column) started moving on its own. Her concern was that it could have been a safety issue had it occurred during the procedure.